Event description:
It was reported that this right ventricular (rv) lead was surgically explanted as it was found it had perforated the heart wall which produced losing capture intermittently. Patient experienced muscle stimulation. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was received for analysis. Visual inspection noted that the helix mechanism returned in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis was unable to confirm the perforation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted as it was found it had perforated the heart wall which produced losing capture intermittently. Patient experienced muscle stimulation. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was received for analysis. Visual inspection noted that the helix mechanism returned in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis was unable to confirm the perforation. Patient code 3191 captures the reportable event of surgery. Correction motive: event date was (B)(6) 2020.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted as it was found it had perforated the heart wall which produced losing capture intermittently. Patient experienced muscle stimulation. No additional adverse patient effects were reported.